Manufacturer narrative:
Integra lifesciences engineers have completed a thorough investigation of the returned product and the following evaluation was provided; the unit operates normally during functional testing; an 80# torque knob tested good under pressure; ratchet extension arm has no visible cracks; the lock has both rotational and lateral movement which would not have caused a slippage. The large starburst teeth are in good condition but need heli-coils, this also would not have caused a slippage. The rocker arm passes go nogo gage; all other components are functional. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
A mayfield skull clamp was involved in a slippage and laceration and was described as follows; a male adult patient had the mayfield skull clamp in place in preparation for a posterior cervical fusion. While positioning the patient, the unit slipped and the patient incurred a laceration approximately 3 inches long. The laceration was closed with staples. The surgery was delayed approximately 15-20 minutes. Mayfield adult disposable pins were being used at the time. No stereotaxy device was used during the surgery.